Event description:
It was reported that the customer had a button error alarm on the insulin pump. Customer was sleeping and woke up to an alarm while lying on the pump. Customer's blood glucose level was 59 mg/dl. Customer successfully cleared the alarm prior to calling. Customer stated that the pump is responding perfectly now. Customer stated that she had a blank display after a battery change last monday. Customer mentioned that there was a crack near the reservoir compartment by the keypad. Customer reported that the pump fell off her pants when she went to the bathroom. Insulin pump will need to be replaced. Customer was advised to discontinue use of the pump and revert to a back-up plan per health care professional's instructions. No additional information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.